Event description:
In 2009, the patient reported that in 2008, insulin leaked out through the plunger of the cartridge of his infusion device which caused his blood glucose to elevate to 500 mg/dl. He stated that after discovering his elevated reading, he noticed moisture inside the cartridge chamber of his device and, when he removed the cartridge, the plunger came out. He said a small amount of insulin had spilled inside which he dried with a cotton swab before inserting a newly filled cartridge. He stated he delivered a bolus of insulin via his device which corrected his blood glucose reading. He continued to use his infusion device which "worked fine" after the incident. The cartridge at issue was discarded. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.